Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 05/10/2024. An investigation was conducted on 05/16/2024. A visual inspection was conducted. No signs of clinical use as the devices were returned inside the sealed product packaging. The product packaging was opened for the investigation. There were no visual defects observed on the intact harvesting device. The cannula handle was observed to be intact. The c-ring was observed to be intact with no visual defects observed. The returned cannula was compared to a reference cannula. The c-ring observed to be straight instead of curved upward. No other visual defects were observed. Based on the returned condition of the device and the no specific reported failure reported, the analyzed failure "material deformation" was observed. Specific actions for the analyzed failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000379282 history record review was completed. There was a ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is a relation between the batch manufacturing process and the analyzed failure "material deformation". CAPA 1039601 was initiated to address the analyzed failure "material deformation; c-ring" and product ¿evh cannula.¿

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Related to tw (B)(4). The hospital reported that 3 unopened vasoviewhempro vh-3500 boxes would be returned as they deemed the lot unusable due to a previous issue.